Event description:
A patient supported by left and right ventricular assist devices (lvad and rvad) showed decreased level of consciousness and became unresponsive. It was also noted that the left ventricular assist device (lvad) had stopped pumping. The pt was supported using the emergency hand pump, switched to a back up dual-drive console (ddc) and was transported to the ICU. The pt recovered with no adverse effects. Initial examination was performed on the unit at the site by a thoratec service tech and the problem was traced to a pressure line from the manifold to the compressor. The line was cracked and had disconnected from the manifold, which caused the pump to stop functioning. The pressure line was repaired and reconnected. Performance tests showed that the ddc functioned normally thereafter. Since this is an isolated and unusual incident, no corrective action has been implemented. Thoratec plans to monitor and track similar driveline incidents.